Manufacturer narrative:
The unit was received with frozen screen anomalies and watchdog alarm during boot up due to corrosion on all electronic assemblies. The unit was received with corrosion on the motor home switch. No unexpected vibrator anomalies were noted during testing. The unit was unable to perform the self test, off no powe rtest, unexpected restart error test, displacement test, rewind test, basic occlusiontest, prime/compromised force sensor system test, occlusion test, excessive no delivery test, stop(idle) current test and run current test. The following physical damage was noted: minor scratches on the lcd window, cracked lcd window, cracked casing at the display window corners, cracked reservoir tube lip, cracked reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that he forgot that his insulin pump was in the laundry pile and that the device went through the washing machine. The device began to vibrate. The patient's blood glucose at the time of incident was 160 mg/dl. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.